Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H4: the lot was manufactured between september 13, 2024 and september 18, 2024. H11: four (04) actual devices and two (02) photographs of the sample were received for evaluation. Visual inspection of photos and returned samples showed tiny dark spots on the outside of the silicone tubings, and/or embedded in the clear plastic packaging material, and a tiny dark fiber loose in the sealed packaging. The reported condition was verified. The cause of the condition could not be determined, however was most likely due to manufacturing or packaging process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) sterile repeater pump tube sets had particles. This was detected before use. There was no patient involvement. No additional information is available.